Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from the (B)(6) of fever and peritonitis in a patient coincident with dianeal pd2 1.5% unknown bag and dianeal pd2 4.25% therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis manifested by turbid drain and fever. On an unreported date, the patient began remedial therapy with ciprofloxacin (250mg, thrice daily, route not reported). The cause of the peritonitis was not reported. It was not reported if dianeal pd2 1.5% unknown bag and dianeal pd2 4.25% therapies were ongoing or if the events of peritonitis and fever had resolved. The physician did not provide an assessment of causality for the events of peritonitis and fever.